Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 3.9 cm in size and located in the right upper lobe. Radial ebus was utilized to localize the lesion. Tools utilized during biopsy under c-arm fluoroscopy included forceps and a bronchoalveolar lavage was also performed. The diagnosis obtained from pathology was inflammation (non-infectious)/granulomatous inflammation (benign). There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. .